Manufacturer narrative:
The explanted lens has not been returned for eval. However, 3 lenses from the same mfg lot were evaluated. The eval results reveal that all 3 lenses were correctly labeled as 23.50 d lenses.

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt's bcva decreased compared to preoperative bcva. Approx. Three weeks postoperatively, secondary surgical intervention was performed in order to exchange the lens for a 22.50 d crystalens. Now the pt's vision is positive in the opposite direction. The physician believes the original crystalens diopter was mislabeled.